Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient reported the device kept losing signal all day over the previous two weeks. He woke up and his hands were shaking and tingling. He had no signal on his smartphone at the time. He took a few steps out of bed and passed out and fell with no warning. His girlfriend came and checked his blood glucose (bg) which was 58 mg/dl. He was given a drink and candy to raise his bg. He stated that he felt 100 percent better after 45 minutes. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.